Event description:
It was reported that the balloon ruptured and had a pinhole. This ranger global dcb otw 4.0 x 150mm, 150cm was selected for use in a percutaneous transluminal angioplasty procedure. The lesion was located in the superficial femoral artery (sfa) and was 90% stenosed, moderately tortuous, and moderately calcified. The center part of the balloon ruptured and had a pinhole which was noted during the first inflation at 6 atmospheres for 10 seconds. The device was able to be removed intact, the procedure was completed with a different device, and there was no patient injury.